Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast reconstruction surgery with a mentor smooth round moderate plus profile 600cc saline breast prosthesis that deflated after implantation. Deflation was diagnosed by a physical examination. As a result, the patient underwent explantation on (B)(6) 2018.

Manufacturer narrative:
On 07/06/2018, mentor completed the investigation on the suspect medical device. The device was received with no fluid. During initial evaluation the device appeared intact. Leak testing of the device, in accordance with mentor procedures, revealed no leakage sites. No anomalies were discovered. Complaint was not confirmed. Mentor performs 100% inspection and testing of all devices prior to release. A root cause failure analysis will not be conducted since the investigation of the reported failure could not confirm that an actual failure of the device to conform to expected performance had occurred. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/04/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 04/04/2018, mentor received additional information that the patient received a mentor smooth round moderate plus profile 600cc saline breast prosthesis to replace the explanted device. On 04/17/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).